Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that following a pump implant the incision never healed completely and healed "all but the last half inch." It became infected which lead to an abscess. On (B)(6) 2014, the patient sat down and her abdomen ruptured and the abscess fluid came out of her "like a volcano". The pump was explanted the next day due to the abscess at the pump site. The patient was having a new pump implanted on (B)(6) 2014. The pump was delivering morphine. Additional information has been requested but was not available at the time of the report.

Event description:
Additional information reported the patient did not have concerns with their device or therapy.